Event description:
It was reported that the pt's vns was not showing the vns magnet activations correctly after the magnet stimulation had been initiated. The magnet was reportedly swiped however, the vns did not show the activation as occurring. Attempts for further info and programming history are in progress.